Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited post sensed t wave oversesning, reviewed via merlin.net transmissions. Upon review of the episodes, it was noted the t-waves were measuring greater than the r-waves, and resulting in inappropriate vt detection. Additionally, the v sense trend showed a sudden drop in r waves. Lead revision was discussed. The patient was asymptomatic.